Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the prograsp forceps instrument could not be removed through the cannula. The instrument was not holding tissue at the time. The customer tried the release tool, but still could not remove the instrument. It appeared that the entire instrument tip was misaligned and could not fit through the trocar. The trocar was removed along with the prograsp forceps instrument still inside. An x-ray was performed, and no broken pieces from the instrument were found. There was no injury to the patient. In order to get the trocar off the instrument the whole instrument tip had to be broken off the prograsp forceps instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The prograsp forceps instrument was checked prior to start and there were no unusual findings. An x-ray was performed to check for any fragments that might have fallen from the instrument, but no fragments were found. The instrument was being used for grasping/dissecting, but the instrument was having difficulty grasping tissue. There was no instrument collision noted and the insertion of the instrument through the cannula felt smooth. When trying to remove the instrument, there was resistance even though the wrist was straightened, and the tip of the instrument was found to be dislodged. The instrument was removed in one piece along with the trocar with no increase to the incision. The instrument appeared to be fully intact. The procedure was completed robotically with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this event. The failure analysis investigation is currently in progress but has not yet been completed. A review of the provided instrument image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the prograsp forceps instrument's proximal clevis was dislodged from the main tube.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the prograsp forceps instrument. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.289¿ x 0.292¿ was not returned with the instrument. Damages may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken pitch cable at the distal end. Please note that this is the new design, and the crimp is not readily visible during fa. From engineering review the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken grip. The distal end was broken away from the instrument. The distal end was returned. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.